Event description:
It was reported that the patient presented to the clinic with syncope where low rv lead impedance was observed. A lead replacement was performed. During the procedure the physician inspected both rv and atrial leads once pocket was open and then explanted and replaced the leads due to clavicular crush. The patient tolerated the procedure well and left in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.